Event description:
The graft was implanted 4/24/84, for a resection of an aorto-iliac aneurysm. It was partially explanted on 12/19/96 (see m11069612/31) and reported to the FDA under MFR. Report #2242352-1996-00089. The pt, at high risk due to a pre-existing bronchial disease, underwent surgery to remove the damaged graft and replace it with another graft. The procedure was successful, the pt is recovering slowly, but on course.

Manufacturer narrative:
Segments of the explanted graft were evaluated by consulting pathologist. A copy of that report is attached. The mfg batch records for the device were reviewed. The batch records were not atypical other than the original incident report for this pt # 2242352-1996-00089, there are no similar incidents against this batch. Gross description: rec'd in formalin are three segements of dacron vascular graft which measure up to 5.0 cm in length by 2.0 cm by 0.3 cm. Focal areas show the presence of organizing thrombus on the surface. Other areas of the lumen are smooth and shiny. Microscopic description: sections of an intact healed dacron vascular graft are identified. Fibrosis with collagen and fibroblasts is present on the outer surface of the vascular graft sections as well as focally present on the luminal surface (pseudointima). Fibroblasts, collagen and a few focal foreign body giant cells are identified within the interstices of the vascular graft. Focal areas of protein deposition and minimal thrombosis are present on the luminal surface. Summary: a healed dacron prosthesis with fibrous capsule formation on the outer surface, pseudointimal formation on the luminal surface, and fibrosis within the interstices of the vascular graft is identified. Focal pseudointima formation with minimal protein deposition and thrombosis is present on the luminal surface. No loss of integrity is identified.